Event description:
It was reported that pt underwent primary knee procedure on (B) (6) 2008. Pt underwent revision surgery on (B) (6) 2010 due to posterior luxation (not related to poly). During the revision surgery, the surgeon noticed that the poly showed signs of extensive wear. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Explant has been requested to be returned for eval. Upon return and completion of eval, a follow up report will be sent to the FDA.